Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result with the cobas® liat® sars-cov-2/flu test for use on the cobas® liat® system. The patient¿s sample was tested using a throat swab on the cobas® liat® analyzer sn (B)(4) and generated sars-cov2 positive flu a positive and flu b positive result. Although requested, no information was provided whether the sample was repeated, and which assay was used for the retest (if retested). No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
The complaint allegation was not observed with no product problem found. (B)(4).